Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken in posterior side assessed as smooth opening. Additional observations: creases are observed. Missing shell assessed as inconclusive. Wear abrasion is observed.

Event description:
Patient reported right side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.